Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor power supply. The system operates as intended.